Manufacturer narrative:
Previous pump exchange due to infection is reported under MFR # 2916596-2020-01985. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had pneumonia from infection and could not recovered. Patient expired on (B)(6) 2020. It is stated that patient was never discharged from the hm3 implantation from a pump exchange due to infection on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. (B)(6), was returned assembled with the pump cable severed approximately 11.5¿ from the pump housing. Approximately 1.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port, secured with the outflow graft clip. The apical cuff was returned with the cuff lock properly secured. The sealed outflow graft bend relief was returned secured around the graft attachment. The pump appears to have been exposed to a fixative agent (ex. Formaldehyde) post-explant. Visual inspection of the inflow and outflow cannulas revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces also revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches of defects. The left ventricular assist device (lvad) event and periodic log files were retrieved from the returned device. The lvad event log file contained approximately data from (B)(6) 2020 through (B)(6) 2020. The lvad periodic log file contained data from (B)(6) 2020, through (B)(6) 2020. No atypical lvad faults/events were captured and temperature, rotor displacement, and rotor noise remained stable throughout the log files. The log files appeared to capture the device functioning as intended. (B)(6), was cleaned, reassembled, and functionally tested on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6), and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists localized infection, driveline infection, pump pocket or pseudo pocket infection, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are also provided in this IFU. The heartmate 3 lvas patient handbook is also currently available. Care instructions for preventing infection are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced massive bleeding with anemia tendency on (B)(6) 2020. The patient received blood transfusion with less than 4 units of packed red blood cells. The patient received no drug treatment. The anticoagulant treatment at the time of the event was warfarin and aspirin. The patient laboratory test values were international normalized ratio of 2.1, activated partial thromboplastin time was not performed, and platelet count was 183,000 / l. The cause of the anemia tendency was due to the complexity of medical management. On (B)(6) 2020 the patient experienced respiratory failure. The intubation period was 27 days.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01918 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 19sep2022 the review of files of this event type was completed. Section e: this event occurred at national cerebral & cardiovascular ctr. In osaka, japan additional information to the manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be determined through this evaluation. The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists localized infection, driveline infection, pump pocket or pseudo pocket infection, bleeding, respiratory failure, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are also provided in this IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01918 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2020, the patient experienced a gastrointestinal tract infection. The type of infection was unknown. The infection was treated with drug therapy. On (B)(6) 2020, the patient experienced a bacterial infection and their blood cultures were positive. Pseudomonas aeruginosa was detected in the blood culture when a fever occurred. It was clinically judged to be a blood infection from mediastinitis. On (B)(6) 2020, the patient experienced a bacterial infection and had driveline sepsis. The infection was treated with drug therapy. The infections caused pneumonia, which did not improve. The bacterial species were pseudomonas aeruginosa and methicillin-resistant staphylococcus aureus. On (B)(6) 2020, the patient passed away due to relapse of mediastinitis associated with pump infection.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information to the manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists multiple types of organ failure and dysfunction and sepsis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2020, continuous hemodiafiltration was needed due to anuria caused by organ failure associated with infection.